Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the sensor implant procedure the physician was unable to advance the sensor delivery catheter. Troubleshooting was tried to no avail. As a result, the delivery catheter was removed. Upon observation it appeared a small wire protruding off from the sensor towards the tip. A new hf sensor kit was opened and the sensor was implanted without any difficulty. The patient was discharged on (B)(6) 2017. Reportedly, the patient is stable and has been taking readings.